Event description:
A vaxcel PICC line was placed for therapeutic purposes on an unk date. It was reported a pin hole leak was noticed where the catheter meets the extension tubing. Based on the limited info available, it appears to be located at the suture wing. The PICC line was explanted on 2005. Attempts for clarification have been unsuccessful so far. Should further details become available, a supplemental medwatch report will be filed under the appropriate sequence number.